Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 4/23/2018, that on (B)(6) 2018, patient reported a blank screen on the g5 mobile app. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of could not be determined. A root cause could not be determined.